Event description:
Same case as MDR ID # 2134265-2013-06186 and MDR ID # 2134265-2013-06206. It was reported that the ilab motor drive unit (mdu5) failed to perform automatic pullback. No patient involved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).